Manufacturer narrative:
Concomitant product ID 97754 lot# serial# (B)(6) product type recharger information references the main component of the system. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(6) , UDI#: (B)(4) analysis of the recharger kit, model 97754 , s/n (B)(6) , revealed the complaint was confirmed. There was a broken power supply connector, fraying recharger adapter cables and recharger to charging pad cable, and it does not charge the implant properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the metal piece that goes into the back of the recharger port broke off. A replacement recharger was requested. No patient harm reported.